Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant na, k and cl results were not reported to the physician(s). The sample was repeated on an alternate system, resulting higher. The repeated na, k and cl results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist evaluated the instrument data and instructed the customer to replace tubing and perform a back flush of the rotary valve seal. The hsc also instructed the customer to check and increase the pump rate. The customer successfully ran quality controls. The cause of the discordant potassium, sodium and chloride results is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.